Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, pacing-dependent patient presented remotely via merlin.net with the non-sustained right ventricular oversensing episodes. Upon interrogation, the right ventricular lead oversensed the noise, resulting in the inhibiting of pacing, and the lead failure was suspected. It was also noted that the implantable cardioverter defibrillator exhibited myopotential oversensing, which also inhibited the pacing. The programming changes were discussed but have not been performed yet. The patient would continue to be monitored.